Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse found a leak from the reagent probe b. The fse replaced the solenoid valve to resolve the issue.

Event description:
The customer reported that the unicel dxc 680i synchron system generated false high acetaminophen (actm) results on two patient samples. The repeated samples on another instrument yielded lower results. There was no impact to patient treatment. The physician questioned one of the results since the patient did not take acetaminophen. Controls (qc) were run prior to this event and the results were within lab-established ranges.